Event description:
Related manufacturer report number: 2017865-2021-28769. It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increasing capture thresholds. The physician attempted to reposition the lead, but a stylet could not be advanced through the lumen of the lead. The rv lead was explanted and replaced. When the new lead was attempted to be placed in the header of the implantable cardioverter defibrillator, the set screw would not engage normally. There were no ratcheting sounds, so a second screwdriver was used, but it exhibited the same result. The device was removed and replaced successfully. There were no patient consequences.

Manufacturer narrative:
The reported events were ¿unable to pass stylet to the lumen of the lead¿ and ¿high threshold¿. As received, a complete lead was returned in one piece. The reported event of ¿unable to pass stylet to the lumen of the lead¿ was confirmed. The cause of ¿unable to pass stylet to the lumen of the lead¿ was isolated to the inner coil being clogged with dried blood. The reported event of ¿high threshold¿ was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.